Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 344 mg/dl. The customer's mother stated that the customer woke up and would be fine, but throughout the day the blood glucose levels are between 200 and 350 mg/dl. The customer treated with a bolus through the insulin pump. No symptoms of high blood glucose were observed. The customer's mother noted that she had tried to use a manual injection before, but the customer ended up having low blood glucose and passed out; they are leary of manual injections. Advised customer to call back for any additional assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.